Event description:
After registering all stealth instruments to the landmarx system the software froze and the procedure was unable to proceed for approximately 20-30 minutes. The medtronic reps trouble shot the system, ultimately rebooting it. Once the software was rebooted surgical staff then again registered all stealth instruments and proceeded with the case without further incident. Following the procedure the medtronic reps stated that they would be replacing the mouse and keyboard on the stealth treon to possibly solve the software issue of freezing up.